Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4 (expiration date), h4, and h6 (method). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 25mm alve implanted for five years, one month was being evaluated for re-do avr due to aortic stenosis. The repair surgery will involve a mechanical valve.

Manufacturer narrative:
H3. Device evaluation: customer reports of calcification, stenosis, insufficiency, and leaflet motion restriction were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated commissure 1 appeared bent outward; heavy calcification was observed on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 on the inflow aspect and 2mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Leaflet 1 had a 5mm tear near commissure 1. Leaflet 2 had a 4mm tear near commissure 2. Leaflet 3 had a 8mm non transmural tear near the free margin on the outflow aspect and a 3mm tear near commissure 1. Calcification was evident at the tears. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Mechanical damage marks were observed on the surfaces of leaflets 1 and 2 on the outflow aspect and appeared serrated. Wireform was also exposed on commissures 1 and 2 and around leaflet 3 on the outflow aspect.

Event description:
It was reported that a patient with a 25mm 3300tfx valve implanted for five years, two months underwent re-do aortic valve replacement due to calcified leaflets, severely reduced motion of the non-coronary cusp and left coronary cusp, severe aortic stenosis, and mild to moderate aortic insufficiency. A non-edwards mechanical valve was implanted in replacement. Per medical records, the explanted valve had three intact diffusely calcified leaflets and a scant amount of fibrous adherent soft tissue. Intraoperative echo demonstrated severe bioprosthetic failure. The patient's ventricular function was depressed, around 40%. The left annulus was destroyed from the prosthesis. The right and non-coronary annulus were ok. The 25mm 3300tfx valve was explanted without difficulty. A 21mm non-edwards mechanical valve was implanted in replacement. The patient also received CABG x1. Echocardiogram showed good seating of the mechanical prosthesis, without any paravalvular leakage and normal leaflet motion. Ventricular function was normal. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged home on pod #6.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation.